Event description:
It was reported attempts to establish communication with the ipg failed. There was no pt impact regarding this event as the ipg was tested out of box.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.